Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The customer did not know the blood glucose reading. The customer stated that he tried to deliver 16 units and the insulin pump delivered about 2 units of insulin. He then delivered a manual bolus of 14.95 units, which he stated pumped right through him. He was advised that the insulin was clogging due to small basals. He stated that his doctor increased the basals and the issue was resolved. He declined troubleshooting for the no delivery alarm. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.